Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is between 2017 and (B)(6) 2018. Model: unknown/not provided. Catalog #: catalog # is unknown as serial number was not provided. Unique identifier (UDI#): unknown, as serial number was not provided. Expiration date: unknown, as serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. Device manufacture date: unknown as serial number was not provided. Patient code (B)(4) ¿ explant. Attempts have been made to obtain additional information; however, to date, no further information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a 3-piece tecnis intraocular lens was explanted from patient's operative eye in a secondary procedure. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The customer's reported complaint cannot be confirmed. Manufacturing review: the manufacturing process record was not evaluated since the serial number is unknown. Labeling review: the labeling review was not completed since the lens model was not provided. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.